Event description:
It was reported that during a stent placement procedure, the hcp allegedly felt resistance during deployment and the stent was pulled out immediately. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the investigation of the returned catheter sample and the provided image, it was confirmed that the user could only partially deploy the stent graft. The deployment mechanism was found in used condition, and one stent graft strut was found perforating the outer sheath in the tip section which made stent graft deployment impossible. During evaluation it was found that the stent graft could not be deployed because a stent graft strut was perforating the distal outer sheath of the delivery system. As a result of the investigation performed the complaint is confirmed for strut perforation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. The instructions for use states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' Furthermore, the instructions for use states: 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (¿). Flushing these lumens will also facilitate stent graft deployment.' Under materials required the instructions for use states 'introducer sheath with appropriate inner diameter' and the packaging labels state a minimum introducer size of 10f. H10: d4 (expiry date: 07/2021) . H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that during a stent placement procedure, the hcp allegedly felt resistance during deployment and the stent was pulled out immediately. The procedure was completed using another device. There was no reported patient injury.